Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri press-fit stem 17mm x 100mm; cat# 5565-s-017; lot# m8c27i; tri press-fit stem 14mm x 100mm; cat# 5565-s-014; lot# 0035229l; tri ts baseplate size 3; cat# 5521-b-300; lot# ad44tb; triathlon sym cone aug sz b; cat# 5549-a-120; lot# d150; triathlon total knee system offset adapter 4mm; cat# 5570-s-040; lot# 0036729b; tri lm/rl tib aug sz3 5mm; cat# 5545-a-301; lot# er8ce1d; tri ts femur sz3 left; cat# 5512-f-301; lot# adh7u; tri post augment sz3 10mm; cat# 5544-a-300; lot# wta3; tri post augment sz3 10mm; cat# 5544-a-300; lot# aeg4h; triathlon femoral distal augment 5mm - size 3 left; cat# 5540-a-301; lot# kbte. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left knee was revised due to infection. An I&d with poly swap was performed.